Manufacturer narrative:
A general reagent issue was excluded. The water was tested and bacterial contamination was not observed. The field service representative performed a full decontamination. He replaced the syringe seals, bleached the probe lines, replaced the heat cut filter, performed checks, replaced the cell wipers, replaced the gear pump head and set the pressure, flushed and drained the vacuum, and replaced the cells and lamp. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service representative performed probe alignment checks, replaced parts (gear pump head and rinse tubing), performed checks, adjusted levels, and performed tests. The investigation is ongoing.

Event description:
There was an allegation of questionable calcium results for 1 patient sample on a cobas 8000 c 702 module. The initial result was 3.41 mmol/l. The repeated results were 2.47 mmol/l and 2.51 mmol/l.